Event description:
It was reported that the patient had the tactra malleable penile prosthesis removed due to unspecified reasons. A new tactra malleable penile prosthesis was implanted. No patient complications were reported.

Event description:
It was reported that the patient had the tactra malleable penile prosthesis removed due to unspecified reasons. A new tactra malleable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the surgical issue could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. There was no evidence that the device was used or handled improperly. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The cause for the intervention cannot be confirmed. Investigation conclusion: based on this investigation and all information available, a conclusion code of cause not established was assigned to this investigation. Although surgical intervention was reported, no allegations related to the device were received. A device was not returned resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, it cannot be confirmed what the cause of the revision surgery was. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. If the further information is received the investigation will be reopened. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.